Event description:
It was reported that an error code 10 was seen on the patient's vns. This corresponds to a "burst watchdog timeout" error and is caused by the autostim current being programmed at or above the magnet mode current. The full vns settings have not been confirmed to date. No additional relevant information has been received to date.